Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the pilot valve not shifting. Additional malfunction for this device was the power switch had no alarm.